Manufacturer narrative:
Device evaluation: analysis of the returned device identified deformation of the device, creases fold, wear abrasion and weight of the device was found to be within specification. Cloudiness and bubbles in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare provider reported, via operative report, a capsular contracture with a baker grade of IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side capsular contracture, baker grade iii. Device has been explanted.